Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. Vascular access was obtained via the right femoral artery. The 20x50mm, 70% in-stent restenosed, eccentric target lesion was located in a mildly calcified mid right femoral artery. A 300cm pt² guide wire was selected and advanced to the target lesion. They followed the standard procedure during preparation. When the wire was crossing the lesion, resistance was felt and the wire got fractured. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.